Manufacturer narrative:
Pride rep and provider evaluated the device. The batteries were completely dead. The consumer and her family were not properly charging the batteries. Batteries were replaced and instructions on proper charging were provided. Programming adjustments were made for ease of use for consumer. The chair is operating as designed and showing no signs of issues.

Event description:
Consumer alleges chair moves by itself. Consumer alleges unit went by itself while she was on a bus lift and she had to use her leg to stop chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges chair moves by itself. Consumer alleges unit went by itself while she was on a bus lift and she had to use her leg to stop chair.